Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lap. Right hemicolectomy. While firing for the third time for functional side-to-side anastomosis of the colon the surgeon clamped the tissue but could not fire the device. The case was completed using a new device. No patient injury.